Event description:
It was reported the insulin pump alarmed motor error when the battery was inserted. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarms. The device was received with cracked case at display window corners. The device was received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.